Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic, had an error message of e104 (anti-fog function). The event occurred during a therapeutic procedure. The event was completed using the similar device. There were no reports of harm.

Manufacturer narrative:
This supplement report is being submitted to provide the correction to previous report. Corrected fields: b5. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic, had an error message of e104 (anti-fog function). The event occurred during a therapeutic procedure which was completed using the same device. There were no reports of patient harm.